Event description:
It was reported that a user of the ilet with a dexcom g7 experienced hyperglycemia after eating an unannounced high-carbohydrate snack, with a recorded glucose of 307 mg/dl and receipt of automated correction boluses. Symptoms included elevated blood glucose without reported acute complications. Outcomes included trend downward in glucose following ongoing corrections and user education on proper meal announcement. Investigation included customer care review, user interview, and troubleshooting focused on dosing behavior and meal announcement practices. Investigation of this case revealed that the device functioned as designed and that the event was attributable to a missed meal announcement leading to inadequate insulin delivery for carbohydrate intake. It was concluded that the event resulted from user-related use error, not a device malfunction, and that education on announcing meals over 20 g of carbohydrates is indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.